Manufacturer narrative:
Block a1: patient identification has not been provided. Investigation results: the affected device as well as data collected from the customer site to include device log files and customer emr data was reviewed. In addition a technical design review of the pdm was performed. The root cause was identified to be related to a firmware issue of the masimo setâ® v4.6.1.0 software of the pdm. This issue will cause spo2 values to incorrectly latch the last valid spo2 saturation value on the host monitor after 2 years of accumulated time calculating and outputting an spo2 value. This issue will only occur if recommended annual preventive maintenance steps are not followed. A field safety recall has been initiated by ge healthcare to correct units in the field (internal reference is fmi 36149). In addition to a customer letter, all affected units will be upgraded with updated masimo firmware to mitigate the issue.

Manufacturer narrative:
(B)(6). (B)(4). Ge healthcare's investigation of the described issue is ongoing at this time. A follow-up medical device report will be submitted once the investigation has been completed.

Event description:
It was reported the device was measuring pulse oximetry (spo2) values incorrectly for a patient resulting in a delay in treatment; the patient required intubation.